Manufacturer narrative:
.

Event description:
It was reported that during a rectum procedure, the device cut but made only a partial stapling. Another device was used to complete the case. There were no adverse consequences to the pt.